Event description:
A report was received indicating that the port might be damaged, making it very difficult to insert the charging cable. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and it remains unclear whether the customer sought troubleshooting or simply wanted the issue documented.